Event description:
On (B)(6) 2014, a reporter for the lay user/ patient contacted lifescan (lfs) alleging the patient¿s onetouch ultralink meter had a cracked display. The complaint was classified based on the customer care advocate (cca) documentation. The alleged issue began on (B)(6) 2014 at 2am. The patient manages his diabetes with insulin pump therapy. It is not known if the patient made changes to his usual management routine at the time of the reported issue; however, by 7am, the patient reportedly took an increased dose of medications (amount not specified). A couple hours after the start of the alleged issue, the reporter claimed the patient felt symptoms of ¿high blood sugar.¿ specific symptoms were not provided. No additional treatment was specified. There was no indication of misuse. The alleged issue was not resolved at the time of troubleshooting. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.